Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder's jaw boot broke off in the pt's leg and had to be retrieved. No add'l incision was required. The harvester used another hemopro device but there was no energy being delivered and no power output. The staff powered it on & off, unhooked the cable & reconnected it back on but still no energy. A third replacement hemopro device was used to complete the procedure. The hosp did not report any pt complications. This report is for the first device.

Manufacturer narrative:
Investigation results: the visual inspection showed that the cold jaw boot insulation did not form a complete assembly. A small piece of the tip of the jaw was missing. The reported failure was confirmed. A lot history record review was completed for the prod. There was no nonconformance which could have attributed to this failure mode.